Event description:
The anesthesiologist was trying to calibrate the catheter and could not. The calibration was done before connecting to the patient. There was no harm done to the patient. The swan ganz was opened, the end of the catheter was hooked up to the cable/machine for calibration. The catheter would not calibrate, so they switched the cables, still unable to calibrate. New swan ganz catheter opened, no difficulty calibrating new cath. No apparent problem noted on inspection of the defective catheter.